Event description:
It was reported that, "was implanted on (b) (9), while dr was in to wash hip out he wanted to exchange the poly and head same type of implants put back in."

Manufacturer narrative:
Summary of evaluation: an evaluation of the device cannot be performed as the device was not returned to the manufacturer due to given to the patient. The exact root cause of the reported event could not be confirmed with the limited information provided. A medical review of this specific case could not be performed as no medical records were made available. It is likely that the root cause of the infection is related to other clinical factors that cannot be confirmed with the limited information provided. The trident 0deg x3 insert 36mm ID cat# 623-00-36f; lot# mhrlv2 was also listed in this report: it cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.